Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an endoscopic papillary large balloon dilatation (eplbd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon had an abnormal shape when inflated. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device was performed, and no issues were noted to the device. Product analysis found that the balloon inflated fully, and a normal shaped balloon was observed. It is possible that a highly tortuous anatomy led to the balloon changing shape during the procedure, though this cannot be conclusively determined. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an endoscopic papillary large balloon dilatation (eplbd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon had an abnormal shape when inflated. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.